Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The patient had an angled long neck that measured 29-32mm. It was reported at that another manufacturer¿s stent graft was attempted first; however, the device did not go up due to the anatomy. The device was successfully removed. The endurant 3214102 was implanted; however after placement there was a strong proximal type 1 endoleak. The aortic neck appeared to measure 32 causing the device to be inaccurately delivered, slipping down 1 cm, resulting in the type I endoleak. An endurant 3614102 was successfully implanted to treat the endoleak. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: endoleak, inaccurate delivery. Angled long neck that measured 29-32mm. User related; stent graft undersized. Conclusion: endoleak, inaccurate delivery. Angled long neck that measured 29-32mm. User related; stent graft undersized.